Event description:
Caller reported experiencing a tandem mobi cartridge alarm during the cartridge load process, which was confirmed to be cartridge alarm 30. Blood glucose level was not adversely impacted, remaining below 500 mg/dl (27.7 mmol/l). Despite following instructions to remove and reload the cartridge, the issue persisted, resulting in the need for technical support intervention. Cts assisted but was unable to resolve the problem, leading to a decision to replace both the pump and the original cartridge. In the interim, the customer planned to use a backup insulin pump to maintain insulin delivery. Replacement procedures were explained, and arrangements were made for the customer to return the defective pump and receive a new one.